Event description:
Related manufacturer report numbers 1627487-2022-02310, 1627487-2022-02311, 1627487-2022-02312, 1627487-2022-03231. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein one lead was explanted and 2 leads remain implanted. Additionally, high impedances were found on the extensions, therefore they were explanted as well. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.